Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported allegation was not confirmed. No device abnormalities were found. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center had an image failure during an unspecified diagnostic procedure. A failure was shown on the black screen image after connecting again. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation the root cause could no be identified. Olympus will continue to monitor field performance for this device.